Event description:
Situation: chair pad removed from par x supply room appears unusually deflated. Background: patient has skin integrity issues, chair pad pulled from supply room to help prevent skin breakdown. Assessment: chair cushion in original package but appears deflated without pump to access to inflate. Lot# 33023110001. Another chair pad was pulled from par x room without incident. Manufacturer response for chair pad, cushion static air with channels preinflated 28x22in (per site reporter).